Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2018, that on (B)(6) 2018, the patient experienced electric shock. No additional event or patient information is available. No product was returned for evaluation. The complaint confirmation of electric shock could not be determined. A root cause could not be determined.